Event description:
It was reported that the syringe 10ml ll experienced difficult plunger movement. The following information was provided by the initial reporter: the plunger is very hard and does not allow a good handling of the product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-30. Investigation summary: samples received for investigation for catalog 305959 lot number 2103048. During the manufacturing process, break out force, sustaining force, and silicone content tests are performed to ensure the product is within specifications. Break out force, sustaining force, and silicone content tests were performed on the samples and the results met specifications. Based on the investigation results, a cause for the reported defect could not be determined. A device history review was performed for the reported lot 2103048, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll experienced difficult plunger movement. The following information was provided by the initial reporter: the plunger is very hard and does not allow a good handling of the product.